Manufacturer narrative:
(B)(4). The device was tested on the bench and no anomalies were found.

Event description:
It was reported that a patient had ICD replaced for dual chamber system due to loss of av synchrony. The patient was stable post procedure.